Manufacturer narrative:
The account's maintenance stated after extensive testing, he could not duplicate the issue. The account has placed the bed back into service.

Event description:
The account alleged that the head section was moving on its own.